Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Conducted testing for occlusion, and no occlusion was noted.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin. The blood glucose reading was 220 mg/dl. The customer reported that the issue had been resolved with a complete set change. The alarm did not occur during the manual prime. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.